Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a (B)(6) year-old female patient who had essure (batch no. B42247) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), fatigue ("chronic fatigue"), depression ("depression"), dyspepsia ("digestive disturbances"), blood disorder ("blood disorders") and premature menopause ("menopause"). The patient was treated with surgery (removal of the implants scheduled on (B)(6) 2019). At the time of the report, the back pain, fatigue, depression, dyspepsia, blood disorder and premature menopause outcome was unknown. The reporter provided no causality assessment for back pain, blood disorder, depression, dyspepsia, fatigue and premature menopause with essure. The reporter commented: the patient was assessed as class 1 for disability, her life was totally upset. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-jan-2019. The most recent information was received on 03-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 44-year-old female patient who had essure (batch no. B42247) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), fatigue ("chronic fatigue"), depression ("depression"), dyspepsia ("digestive disturbances"), blood disorder ("blood disorders") and premature menopause ("menopause"). The patient was treated with surgery (removal of the implants scheduled on (B)(6) 2019). At the time of the report, the back pain, fatigue, depression, dyspepsia, blood disorder and premature menopause outcome was unknown. The reporter provided no causality assessment for back pain, blood disorder, depression, dyspepsia, fatigue and premature menopause with essure. The reporter commented: the patient was assessed as class 1 for disability, her life was totally upset. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.